Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2016 and it was reported that arachnoiditis was covering the outside of the catheter from t1-t9 and there was "explainable gunk" inside the catheter that clogged it up and had to be chiseled out. Per the patient on (B)(6) 2009, they "chiseled out the crystallized gunk" and did a catheter revision. Per the reporter, the patient's catheter tip was located past the arachnoid layer of the brain and that was where it was supposed to be placed.

Event description:
It was reported on (B)(6) 2009, there was a mesh sheath covering ¿that covered tip of the catheter cord¿ and the patient had to have a revision because the patient was going into withdrawals because the medication was not coming out of the catheter cord. It was noted it happened on the outside of the cord from t1-t9 and it covered much of the catheter cord and also ¿unexplained medication gunk on the inside¿ of the catheter. The patient was receiving intrathecal baclofen therapy. A follow-up report will be sent if additional information becomes available.